Event description:
The customer questioned the discrepant sodium results generated by the architect analyzer from two patient samples. The customer provided data from one patient as an example. A result of 117 mmol/l was suspected and repeated at 150 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer was advised to replace the ict probe. The na imprecision issue persisted in spite of replacing the ict probe and ict module. Abbott field service (fs) was dispatched to investigate the issue on-site. Field service determined the likely cause to be the ict pinch valve tubing. Fs replaced the pinch valve tubing and no additional reports of erratic results have been received. A 12 month complaint review and a review of tracking and trending for the ict pinch valve tubing did not identify any issues or trends. A product deficiency was not identified. The architect system operations manual provides adequate information related to required maintenance, component replacement, and troubleshooting this reported issue. The complaint investigation information does not reasonably suggest a device malfunction caused the issue. The device performs as intended when properly maintained.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.